Event description:
The facility's biomed technician reported an infusion pump with fail code 810:11 during pt use. Info was requested by baxter regarding specific pt info, whether or not there was a report of medical intervention or pt injury, pump programming and set-up info, tubing product code and lot number in use and the medication involved if applicable, but no add'l info was available. Add'l contact info was requested but no add'l contact was identified. The hosp representative did not have info regarding reports of any pt incident involving this pump since the last baxter service event.